Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The second patient sample also had discrepant results for ise indirect k for gen.2. No incorrect results were reported outside of the laboratory. The repeat results from the samples were deemed to be correct. The first sample initially resulted in a na value of 128 mmol/l and repeated as 137 mmol/l. The second sample initially resulted in a na value of 132 mmol/l and repeated as 140 mmol/l. This sample initially resulted in a k value of 4.02 mmol/l and repeated as 4.45 mmol/l. The na electrode lot number was p80_2021 and the k electrode lot number was y32. The electrode expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer determined the sample probe was "fouled". The sample probe was replaced. Precision studies were performed and were within specifications. The sample centrifugation time may have been shorter than recommended by the tube manufacturer. The investigation determined the service actions resolved the issue.